Event description:
The pt used the suspect device to check their blood glucose. Pt obtained a result of 125 mg/dl. Spouse used the suspect device later because pt was "out of it" and the result was 157 mg/dl. Spouse then called 911. Ten minutes later the ambulance arrived and the emergency medical technician tested pt's glucose at 35 mg/dl on their meter. Pt was then treated for hypoglycemia. Glucose controls were used on the system, but the ranges were not known because the pt removed the test strips from the original labeled vial and stored them against labeled recommendations. The suspect device was replaced with new product and then authorized for return to the MFR for eval.